Manufacturer narrative:
The head was manufactured at one of the following locations. (B)(4). The handle and charger were manufactured at the same location.

Event description:
Consumer reports toothbrush head breakage during use. This is reported as a malfunction with the potential to cause serious injury. No injury occurred. This is being submitted as part of retrospective review to identify malfunctions with the potential to cause serious injury.